Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer swimming with pump on. Customer reported that as a result, pu mp started vibrating and screen went blank. Customer's blood glucose was 82 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.